Event description:
The patient's brother reported, that the patient had not been getting therapeutic effect since the patient had his pump replaced. The patient reported that he had been getting good therapy with his pump since it was replaced in 2007, but about 2 weeks ago, he began experiencing bladder spasms and was hospitalized. The patient stated, that his new pump was smaller than his old pump and was placed in the same pump pocket as the previous pump. Per the patient, he and the implant hcp both think that the pump is slipping within the pocket and pushing against the patient's bladder. The patient stated, that a study was performed in 2007, but the results were not available yet. The patient was encouraged to continue working with his hcp. The pump was used to deliver lioresal. Add'l information has been requested, a follow-up report will be submitted if add'l information becomes available.

Manufacturer narrative:
.